Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the normal reference interval, for two patients, involving unicel dxi 800 access immunoassay system. This report refers to patient #1. The patient sample produced an elevated result of 10.5 ng/ml. Subsequent analysis of the sample recovered a result of 2.0 ng/ml which was reported to the hospital. The erroneously elevated result was not released from the laboratory. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Additional information: the field service engineer (fse) was at the facility on (B)(4) 2012. The fse performed a routine system check, high sensitivity system check and carryover test. All test results passed within instrument specifications. The fse performed a 50-replicate precision test using wash buffer as the sample; all results were 0.00 ng/ml or no value as expected. No hardware issues were noted. Results conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
There is no indication service was dispatched for this reported event. Quality control had been performing within the customer's expectation at the time of the event. Samples were analyzed in 3 ml, green top, plasma separator tubes. Centrifugation was performed at 3,000 rpm (revolutions per minute) for six minutes. The customer stated there were no system errors and both patient samples were normal in appearance with no signs of clots. This medwatch report is related to 2122870-2012-01721.